Event description:
It was reported that the cot was raised into the highest position and would not release. Upon inspection of the unit by the service technician, it was identified that the x-frame and base was bent.

Manufacturer narrative:
Result: base.